Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.

Event description:
It was reported, "there was a surgery in 2009, and the condition looks fine in post-op x-ray. However, ten days later follow up in dr. Opd: the bipolar cup's inner rim broke."